Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "pain, and rupture". Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported "pain, rupture". This is for the left side. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6), phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.